Event description:
It was reported during preparation for a prostate procedure the console displayed error 40. The console was rebooted completely and error 42 was displayed. The error could not be resolved and the procedure was aborted. No patient outcome information was provided.